Event description:
It was reported that during the attempted implant of a 34 millimeter (mm) transcatheter valve, during the first deployment attempt, the valve was recaptured. Upon the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient, and a new 34 mm transcatheter valve was used to complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). It was reported that a 20 minute procedural delay occurred as a result of the infold. No patient complications have been reported as a result of this event. Additional information was received that the valve was initially recaptured due to inadequate depth. Additionally, aortic calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012606113); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 34 millimeter (mm) transcatheter valve, during the first deployment attempt, the valve was recaptured. Upon the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient, and a new 34 mm transcatheter valve was used to complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). It was reported that a 20 minute procedural delay occurred as a result of the infold. No patient complications have been reported as a result of this event.